Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to the meter allegedly having missing segments. Pt symptoms are unknown. There was no result on their meter as the pt was unable to test. Pt reported that they were able to test on their friend's fasttake meter. Treatment was insulin dosage based on a reading of 477 mg/dl from friend's fasttake meter. No further info has been reported. No serious injury.